Event description:
(B)(4). Injury alleged. Malfunction alleged. Facility representative stated that patient's husband put her in the lift and then rolled the patient lift to the bathroom. Enroute to the bathroom, one of the bolts on the left rear wheel stripped out and bent. At that time the patient toppled over with the lift and hit the ground. The lift landed on top of her. Medical intervention unknown. MDR filed.